Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis; cause was not provided. Prior to the hospitalization, the customer delivered a correction bolus via the pump to attempt to correct the high bg. At the hospital, customer was treated with a saline solution and insulin drip to address the elevated bg. A pump system check and supply check were performed, and no issues were identified. Customer was released on (B)(6) with no permanent damage.